Manufacturer narrative:
Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received one dispenser box containing fifty unopened units. Through the visual microscopic evaluation, damage was not observed on the units. The lie distance was measured on each unit where all units were within specifications. The catheters were then leak tested and all units passed the leak test. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 bd insyte-n¿ autoguard¿ winged shielded IV catheters 24ga 0.56in (0.7 x 14 mm) experienced catheter splitting/cracked/shearing/frayed/leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no.: 381511 batch no.: 0016758. Patient needed peripheral access upon admission. Several different staff used our usual bd insyte-n autoguard 24 guage IV catheters and all were having the same problem. With insertion into the patient the catheter was splitting and therefore not going into the vein or leaking outside the vein. We called picu and got some of their catheters but had the same problem. We placed a central line in the patient and removed all the catheters from the pyxis and requested a new lot number be restocked. Clinicians tried 12 times with product from this lot number, all had same outcome.

Manufacturer narrative:
Date of birth: no date of birth was provided by the initial reporter, only the patient's age of 1 day. A corresponding date of birth of (B)(6) 2020 has therefore been listed. Occupation: clinical manager neonatal intensive care unit. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd insyte-n¿ autoguard¿ winged shielded IV catheters 24ga 0.56in (0.7 x 14 mm) experienced catheter splitting/cracked/shearing/frayed/leakage. Product defects were noted during use. The following information was provided by the initial reporter: material no.: 381511, batch no.: 0016758. Patient needed peripheral access upon admission. Several different staff used our usual bd insyte-n autoguard 24 guage IV catheters and all were having the same problem. With insertion into the patient the catheter was splitting and therefore not going into the vein or leaking outside the vein. We called picu and got some of their catheters but had the same problem. We placed a central line in the patient and removed all the catheters from the pyxis and requested a new lot number be restocked. Clinicians tried 12 times with product from this lot number, all had same outcome.